Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the mid to distal sfa of the left leg (l-1). Patient also received 2 pacific xtreme pta balloon catheters, one amphirion deep pta balloon catheter and one in.pact admiral paclitaxel-eluting pta balloon catheter approximately 16 months post the index procedure. Approx. 20 months post index the patient suffered occlusion left lower limb, related to the target lesion (l-1). The target lesion was treated 14 days later with one pacific xtreme pta balloon catheter. It was also treated with non mdt devices and manual thrombectomy. The event was resolved. Investigator has assessed that the event was not related to the study device, procedure or drug. .

Manufacturer narrative:
Results, conclusion: occlusion. (B)(4).